Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "small amount of periprosthetic fluid along the anterior lateral", "harder than the left" and "ruptured." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. Additional observations: crease is observed. Wear abrasion is observed. Brown particles were observed on the shell.

Event description:
Healthcare professional reported right side "small amount of periprosthetic fluid along the anterior lateral", "harder than the left" and "ruptured." The device has been explanted.